Event description:
It was reported that a dexcom g7 sensor displayed glucose readings in the dexcom mobile app but failed to pair with the ilet, despite confirmation of the correct pairing code and guided steps to toggle cgm settings from g7 to g6 and back to g7 before re-entering the code. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included user education and troubleshooting to verify code accuracy and reattempt pairing after configuration changes, with instruction to allow additional time for pairing. Investigation of this case revealed a pairing failure limited to the ilet interface while the cgm functioned on the mobile app, consistent with a communication or connectivity issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device pairing workflow or transient connectivity interference.